Manufacturer narrative:
The lay user/patient's meter, test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. Analysis was not possible for the returned control solution as customer returned control solutions cannot be tested to confirm the cause of an inaccuracy where the cap seal has been broken, prior to return. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter displayed inaccurately high results compared to the patient¿s feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter had been reading inaccurately since the patient obtained it (exact date not known). She noticed that during the two weeks prior to contacting lfs, there was a problem when the patient obtained alleged inaccurately high blood glucose results between ¿179 and 200 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication of metformin 850mg and glimepiride 2mg, diet and/or exercise. The reporter stated that after obtaining the alleged inaccurate results, the patient followed his usual diabetes management routine. She reported that between 8am and 12 noon on (B)(6) 2018, the patient developed symptoms of ¿blurry vision while driving¿. She reported that the patient went to the emergency room and he was admitted to hospital for 2 days; she stated that the patient was advised to ¿not take pills since his readings are in normal range¿. She stated that a lab test was performed around 11am on (B)(6) 2018 and the result was 127 mg/dl. When the reporter was contacted again for additional information on the hospital admission, she did not want to provide further details. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for which he was admitted to hospital, after obtaining alleged inaccurately high blood glucose results on the meter and administering his usual dose of diabetes medications.